Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure. The exact procedure date was unknown. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed (handle assembly and ligator head), and a visual evaluation noted that the ligator head returned with five bands attached, some of them were moved from their position and overlapped. The handle had marks of the trip wire secured. The suture was in good condition with seven knots. The ligator head was observed under magnification, and the ligator head teeth were bent/damaged. Additionally, one band was damaged. The suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be turned without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, the bands on the ligator head were moved and overlapped, and one band was damaged. This suggests the inability of the device to deploy the bands. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure. The exact procedure date was unknown. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.